Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that adhesion issue occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient was outside when it got too hot. He then came into the house, but the house did not have any air conditioning. Therefore, the patient was sweating and at some point, his sensor was ¿sliding¿ and ¿falling off¿. It was not clarified when the patient became aware of the sensor falling off. At an unspecified time later, the patient was reported to be ¿not with us¿ (confusion) and started vomiting. The patient was brought to the ER for evaluation where he was diagnosed with dka. The patient was treated with insulin, IV fluids, and IV ¿sugar¿. The patient was discharged the following day on (B)(6) 2026. The patient was also wearing an omnipod insulin pump during this event. The reporter could not recall any further event details. The patient was ¿fine¿ at the time of report. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.